Event description:
It was reported that the patient had a pump refill on (B)(6) 2014. The remaining baclofen was removed from the pump and baclofen 40 mg (20ml) and normal saline 20 ml were refilled into the pump. The baclofen concentration changed from 1111 ug/ml to 1000 ug/ml. No bridge bolus was performed and the pump was updated. Then on (B)(6) 2014, the patient was admitted and they questioned the pump not functioning correctly. The baclofen rate was reduced on the intrathecal pump to the minimum rate. The pump remained implanted. It was noted that there was no patient injury and that the patient recovered fully. It was later reported that the patient experienced loss of tone. The health care provider (hcp) believed that due to the loss of tone that the patient must have been getting an over-infusion of baclofen. The patient had called an ambulance as they were concerned regarding their loss of tone and presented to the emergency department. The pump was reduced to minimum rate because the hcp was concerned regarding an over-infusion of baclofen. The patient returned to their usual tone status and baclofen infusion resumed on (B)(6) 2014 at a normal rate with no further adverse events. The patient was discharged on (B)(6) 2014. The medication in the pump was lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).